Event description:
Pt's nephrostomy tube was cracked. Placed on (B)(6) 2021, returned (B)(6) 2021 with cracked tube on the hub. Nothing occurred to crack the tube. Tube was mermaid medical 10fr. Drainage catheter tube. Lot d215133. FDA safety report ID # (B)(4).